Event description:
The customer reported that the system had intermittent power failures outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep explained to the customer that a po needs to be provided before any svc will be conducted. The customer explained that a po will be provided and that (s)he would be calling back at a later date for svc. At last report, the customer had not called back for svc. No further svc info was provided.